Event description:
It was reported that the neurosurgeon involved reviewed x-rays and did not notice discontinuity in the cable. No additional or relevant information has occurred to date. No surgery has occurred to date.

Event description:
It was reported that the patient¿s device was interrogated and has high impedance. It was indicated that the diagnostic process was repeated several times however the impedance was indicated as high each time. It was also noted that the patient was being referred for x-rays. No known surgical intervention has occurred to date. No additional or relevant information has occurred to date.